Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine office visit, the patient noted that they are awoken from sleep every night with a pain in their back. In office testing found that attempting right ventricular (rv) lead pacing thresholds at a faster rate created the symptoms as well. Reprogramming was done and the issue was subsequently resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.